Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l69144, implanted: (B)(6) 1999. Product type: catheter: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4).

Event description:
It was later reported the patient had a history of seizures and this physician was not consulted regarding the event. The cause of the event was unknown. The pump delivered lioresal

Event description:
It was reported the patient had ¿massive¿ seizures and it ¿started off and on during the week,¿ but became more severe (B)(6) 2013. The patient ¿had them all day.¿ it was also reported the patient was ¿heavily medicated just to stop them.¿ the reporter ¿wanted to make sure the patient was not in withdrawal and make sure it¿s not a pump problem again.¿ the pump was being used to deliver baclofen. (Refer to manufacturing report 3004209178-2013-02736).